Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: during procedure, air leaked from the cavity and the surgeon noticed the balloon was broken. A new one was opened to complete procedure. There was no bleeding reported in excess of 500cc. There was tissue damage. Nothing fell into cavity. Patient status: unknown. The case was not extended by more than 30 minutes.